Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had pain in their back and legs. The patient complained about not being able to charge the device, but on (B)(6) 2015, a manufacturer representative (rep) interrogated the device and stated there was nothing wrong with it. It wasn¿t working to relieve the pain so the patient elected to not use the unit. On (B)(6) 2019 it was noted that the difficulties with recharging was related to usability issues; the patient had cognitive difficulties with recharging.

Manufacturer narrative:
Correction made to date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty charging and the patient did not want to pursue the use of the therapy. It was noted that the therapy was suspended on (B)(6) 2016. No patient symptoms were reported. No further complications were reported/anticipated.